Event description:
Pt went into vt with pulse and needed to be cardioverted. Charged defibrillator to 360j and was ready to be shocked when dr stated. Dr stated to shock, and went to shock and it was not delivered. Cleared the charge load and charged to 360j and pressed synch. Attempted to shock again and again no shock. Pressed shock while charge still loaded and this time pt was cardioverted to normal sinus rhythm. Medtronic. FDA safety report ID# (B)(4).